Event description:
The customer initially reported that the reaction cells on the c502 analyzer were overflowing. The customer was not sure if any patient samples had been affected and requested service at that time. The field service representative determined that a valve was not working properly causing the cells to overflow at nozzle 4 of the acid wash dispense nozzle. He replaced the valve and also replaced the vacuum valve along with its base assembly. He performed a mechanism check ten times and verified that the cells were no longer overflowing. The customer repeated a total of 10 patient samples after the service had been performed. Of these samples, it was determined that there were erroneous results reported outside of the laboratory for three patient samples tested for uric acid ver. 2 (ua), creatine kinase (ck), and cardiac c-reactive protein (latex) high sensitive (crphs). The repeat results were believed to be correct and corrected reports were issued. The first patient sample initially resulted as 1.2 mg/dl for ua and 46 u/l for ck. The sample was repeated on (B)(6) 2014 and resulted as 4.5 mg/dl for ua and 126 u/l for ck. The second patient sample initially resulted as 37 u/l for ck. The sample was repeated and resulted as 138 u/l for ck on (B)(6) 2014. The third patient sample initially resulted as 0.31 mg/dl for crphs. The sample was repeated and resulted as 0.91 mg/dl for crphs on (B)(6) 2014. The patients were not adversely affected. The lot numbers and expiration dates of the ua, ck, and crphs reagents were asked for, but not provided. The customer has confirmed that they have had no further issues since service had been performed on the analyzer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.